Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 16 mg/dl. Customer put a new set in and it was painful when the insulin went in. Customer said she pulled it out and there was blood and the site was swollen and red. The device will not be returned for analysis.